Event description:
On (B)(6) 2016, 3m was informed about a patient who required extraction of a tooth treated with a 3m espe lava ultimate cad/cam restorative for cerec crown. The crown was initially placed on tooth #19 on (B)(6) 2012. Prior to placement of the lava ultimate crown, the tooth had undergone root canal treatment due to recurrent decay around an amalgam restoration. This lava ultimate crown debonded on (B)(6) 2015, at which time recurrent decay was removed and core-build up material placed. On (B)(6) 2015, a new lava ultimate crown was placed. On (B)(6) 2016, the patient reported for a hygiene visit (the first since (B)(6) 2014) and it was noted that tooth #19 had gross decay which made it non-restorable. The tooth was extracted on (B)(6) 2016, and implant placement is planned. It remains unclear what role lava ultimate crowns may have had in the outcome, as prior tooth history suggests that the underlying tooth structure may have been compromised.